Event description:
The patient reportedly experienced intermittencies and sound quality issues. Testing performed at the center revealed shorts in the electrode array and zero impedance on all electrodes. External equipment was exchanged; however the problem was not resolved. The patient's device was explanted.